Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer tried to insert the sensor but when she removed the sensor, the sensor fell out and there wasn't a needle. The customer stated the she is inserting another sensor and advised to wait 5 minutes before connecting the transmitter to the sensor. The customer was advised that we can replace the sensor that didn't have the needle.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor. Performed visual inspection and found the sensor with a broken cannula. The broken part is missing. Unable to confirm that the customer received the sensor in said condition due to the customer returning the product opened/used. Unable to confirm the needle complaint due to the customer returning the sensors only. No insertion needles were returned.